Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-feb-2026. Visual inspection and temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number and no internal actions were identified. The reddish material inside the pebax could be related to the high temperature issue reported by the customer; therefore, it was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. When radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The carto 3 system displayed a "temperature slope too high" error on the ngen system when ablation was attempted. The cable was replaced without resolution. The tx eco cable was exchanged without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-mar-2026, observed a hole in the surface of the pebax and reddish material inside. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 13-mar-2026 and have assessed this returned condition as reportable.